Event description:
The consumer reported using this product or related product at some unspecified time in the past without mentioning any adverse event. Present use, however, resulted in some redness on neck and fingers. The consumer didn't think the redness was related to the patch at the time. The next time the consumer used a patch (from a different box) he wore it for 7 hrs to treat tendonitis. After removing the second patch, the consumer noticed some small bumps on neck where the patch was applied. The next day, swelling had grown and he went to the emergency room. He was given cortisone, benadryl and prednisone. The consumer returned to the ER the following day because his throat had swelled shut and he had welts all over his body. He was told it was anaphylactic shock and was given shots of ephedrine and adrenaline. The consumer made an appointment with an allergy specialist. The consumer also reported that he had a ketone reaction to glue 12 yrs previously.

Manufacturer narrative:
Based on the consumer's report of the incident, the exact cause of the anaphylactic reaction is unclear. The timing and presentation of the anaphylactic reaction, suggests that the reaction may not be directly caused by the patch. Lisinopril (as well as other ace inhibitors) have been associated with anaphylactic reactions resulting in angioedema which can occur at any time during treatment. This angioedema may involve head and neck which could potentially affect the airway. The product and lot number was not provided from the reporter. Therefore, we are unable to proceed with device evaluation or trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.